Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was damage to the usb port that prevented the customer from being able to charge the pump properly without maneuvering the cable into the charging port at a certain angle. Additionally, the battery gauge was observed to be fluctuating. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.